Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "we had an incident with a cracked PICC line at the 5.5cm mark. Dressing is saturated with pink blood-tinged fluid. When flushed, fluid immediately leaked out of insertion site. Removed dressing and pulled PICC back 2 cm to assess for catheter fracture. When flushed at this time, could see skin proximal to insertion site infiltrate with fluid. Pulled PICC back with about 6 cm external and can see fluid leaking out of a fracture in the catheter. The PICC is fractured at the 5.5 cm mark of PICC line.". Additional information received 02/08/2024: date of event: 1/29/2024. The patient impact involved having the patient come in to the outpatient area for an extra visit to troubleshoot the line and then having to remove the line before completion of therapy and requiring pivs to complete atb course.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "we had an incident with a cracked PICC line at the 5.5cm mark. Dressing is saturated with pink blood-tinged fluid. When flushed, fluid immediately leaked out of insertion site. Removed dressing and pulled PICC back 2 cm to assess for catheter fracture. When flushed at this time, could see skin proximal to insertion site infiltrate with fluid. Pulled PICC back with about 6 cm external and can see fluid leaking out of a fracture in the catheter. The PICC is fractured at the 5.5 cm mark of PICC line." Additional information received 02/08/2024: ¿ date of event: 1/29/2024. The patient impact involved having the patient come in to the outpatient area for an extra visit to troubleshoot the line and then having to remove the line before completion of therapy and requiring pivs to complete atb course.